Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro laa closure device was successfully implanted. The patient was discharged on dual antiplatelet therapy (dapt). The patient had a routine 45-day follow-up and imaging revealed a device related thrombus (drt) on the closure device. The location and the size of the thrombus was unknown. The patient was prescribed eliquis. Follow-up imaging on 23-may-2024 confirmed the drt had resolved. The patient was prescribed dapt at that time and is now currently on aspirin.